Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing of noise and electromagnetic interference (emi). There was calcification observed on the ra lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.